Event description:
It was reported that review of a stored ventricular episode for this patient with an implantable cardioverter defibrillator (ICD) showed the patient had three shocks. The first shock appeared to be appropriate for the detected arrythmia. Following therapy, the rhythm diverted, however, the device initiated charging again, resulting in a committed second shock. A third shock was subsequently delivered. The patient appeared to transition in and out of the arrythmia throughout the episode. At the time of the third shock, the rhythm appeared more consistent with supraventricular tachycardia (svt). Post-shock detection enhancements were not enabled at the time of the event. At this time, the device remains in service. No adverse patient effects were reported.